Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 550 mg/dl and was addressed with an injection of insulin. The customer changed the cartridge, infusion set and site. The customer temporarily used a backup insulin therapy to manage diabetes. Tandem technical support was unable to perform a system check as the pump supplies had been changed; however, the contact thought the infusion site was the cause of the occlusion. The contact was going to change the pump supplies again and use a new infusion site.